Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 10/12/2010, 10/13/2010, and 10/14/2010 by phone, fax, and mail. A completed questionnaire was received on 10/25/2010. (B)(4).

Event description:
A user facility reported that an intraocular lens was "removed". In a f/u, the surgeon explained that there was a capsular bag tear; and subsequently, the iol was removed and replaced with a different model lens. The surgeon indicated there was no problem with the lens and it did not cause/contribute to the event.